Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No unexpected number scrolling during testing. Pump received with normal operating current, no unexpected battery out limit noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the display. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.